Manufacturer narrative:
Follow-up information received on 08-sep-2015 no further information was obtained. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case, a search in the database was performed on 09-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during placement small plastic deposits at 4 cm from the extremity detached from the system in the uterus. This event, interpreted as device breakage, is non-serious and listed (anticipated) according to product technical complaint (ptc) analysis. During difficult insertions, single cases of device breakage have been reported. In this case, since breakage was reported during insertion procedure, causality with essure is assessed as related. This case was regarded as other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. No further information is expected.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 29-jan-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c61984). On (B)(6) 2015, while essure inserts were placing in the fallopian tubes, small plastic deposits at 4cm from the extremity detached from the system in the uterus. Event observed during the placement (in operating room). There was no cause related to the patient which could explain the event. Bilateral placement was performed with the insert c61984. Essure system was not kept. It was placed. The post-operative course: small plastic deposits in the uterus. No further information available at the time of this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement small plastic deposits at 4 cm from the extremity detached from the system in the uterus. This event, interpreted as device breakage and complication of device insertion, is non-serious. Device breakage is an unlisted event in the reference safety information for essure, while the remaining event is listed. During difficult insertions, single cases of device breakage have been reported. In this case, while essure was being placed in the fallopian tubes, small plastic deposits at 4cm from the extremity detached from the system in the uterus. Bilateral placement was achieved. Since breakage was reported and occurred during insertion procedure, causality with essure is assessed as related. This case was regarded as other reportable incident due to the reported device breakage. A product technical analysis and follow up information have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-mar-2015 and 27-mar-2015 from the pharmacist: the patient medical history includes: right varicose vein (2009), left knee arthroscopy (1990) and appendicitis (1986). During the procedure, both ostia were visualized. The introduction of the insert into the right ostium went without any problem and the insert was released. Introduction of the insert into the left ostium went without any problem and the insert was released. The inserts were visualized in uterine cavity with 4 trailing coils in right side and 2 trailing coils in left side. The hysteroscope was removed with vision control. The reporter confirmed that plastic detachment occurred during the insertion procedure (no other specified). The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case, a search in the database was performed on 27-mar-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during placement small plastic deposits at 4 cm from the extremity detached from the system in the uterus. This event, interpreted as device breakage, is non-serious and listed (anticipated) according to product technical complaint (ptc) analysis. During difficult insertions, single cases of device breakage have been reported. In this case, since breakage was reported during insertion procedure, causality with essure is assessed as related. This case was regarded as other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. No further information is expected.

Manufacturer narrative:
Ptc investigation result received on 27-feb-2015. (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during placement small plastic deposits at 4 cm from the extremity detached from the system in the uterus. This event, interpreted as device breakage, is non-serious and listed (anticipated) according to product technical complaint (ptc) analysis. During difficult insertions, single cases of device breakage have been reported. In this case, since breakage was reported during insertion procedure, causality with essure is assessed as related. This case was regarded as other reportable incident due to device breakage as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Further information is expected.